Event description:
The user facility in (B)(6) reported upon initial activation the vitrectomy cutter did not cut. There was no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2. See 1920664-2013-00224.